Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: correction: operator of the device: unknown.

Event description:
It was reported the device was leaking from the bottom. No patient injury was reported.

Manufacturer narrative:
One device was returned for investigation. Visual inspection showed there was a cracked reservoir tank cover and damaged microswitch. Device contains old style components such as the printed circuit board (pcb), enclosure, reservoir cover, pump, and chassis. Functional testing was performed; wear and tear on the enclosure was determined to be the cause of the problem. A root cause was unable to be determined. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date of 1999 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken. Device has been deemed beyond economical repair due to the age and condition. Device will be scrapped.